Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the video is intermittent due to a defective cable unit. There are deformation/kinks on the cable unit. The device was last serviced in march 2017. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oci) was informed that the customer high definition autoclavable camera head was returned for service/repair for a reported ¿intermittent video¿ that was found during preparation for use. No death injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, intermittent and noisy image likely occurred due to defective cable connector causing communication failure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.